Event description:
It was reported that the pump's quick bolus button feature was not functioning as intended. The customer's blood glucose level was adversely impacted, displaying as "high." To address the high blood glucose, the customer administered a correction injection via multiple daily injections and did not require third-party assistance. Technical support provided education on how to correctly use the quick bolus feature and guided the customer through the necessary steps, after which the customer confirmed the feature was working. The customer was advised to follow up if the issue reoccurred and acknowledged the guidance provided.